Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the emg tube could not recognize when connected. The issue was identified upon inspection after tube intubation in to the patient and before making the incision. The procedure was completed with another product. There was no patient injury.

Manufacturer narrative:
H3: product analysis stated that the device was returned in a (triple) resealable bag. Upon return, there were traces of contamination observed on the cuff, and contaminated white sticky tape on the tube near the clamp shell. There was no damage noted in the construction of the device. However, there were traces of voids observed in all four trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were 13.4 ohms (blue electrode), 12.8 ohms (blue with white stripe electrode), 10.8 ohms (red electrode), and 17.6 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection to the nim. There was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue observed during the analysis of the returned device. H6: codes b01, c19 and d1102 has been updated. The previously updated codes b17, c20 and d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.